Manufacturer narrative:
Unit received with critical pump error and a broken force sensor was detected during seating or regular delivery due to moisture damage to force sensor. Unit received with corroded electronic assemblies and corroded motor home switch.

Event description:
The customer reported via phone call that the insulin pump had alarms saying a broken force sensor was detected during seating or regular delivery. The customer¿s blood glucose level was unknown at the time of the incident. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump is expected to be returned for analysis.